Event description:
It was reported that this patient was subsequently observed in the clinic. Isometric exercises were performed by the patient and no noise was able to be reproduced on the right ventricular (rv) channel in the unipolar configuration. The rv lead function was noted to be normal. However, in order to mitigate any potential oversensing issues that may occur in the future while also maintaining a safety margin for any potential undersensing, the rv sensitivity programming was decreased to a fixed sensing threshold of 7.0 millivolts. It was noted that the device rv pacing counter indicated that the patient has received zero percent (0%) ventricular pacing therapy since this current pacemaker device was implanted approximately two (2) months ago. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that on the same day as the device replacement procedure, this new pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) channel triggering a lead safety switch (lss). This automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. Noise was also noted on the rv channel which is consistent with the unipolar sensing configuration. Boston scientific technical services (ts) indicated this could be related to a possible device set screw connection issue with the rv lead terminal pin, possible under insertion of the terminal end of the rv lead into the device header or a possible rv lead issue. Ts provided guidance to the boston scientific representative that the patient should be seen urgently as it is not known if the pacemaker system is able to provide rv therapy. Based on review of the presenting electrogram, evidence is suggestive that this patient has an intrinsic rhythm and is not pace therapy dependent. The products remain in-service. No patient symptoms or adverse patient effects were reported.